Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: stockert rf generator , serial# unk. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(6). (B)(4). Since the lot number is unknown, the full UDI number can not be provided. The product has been discarded, no lab analysis can be completed.

Event description:
It was reported that a male patient underwent a flutter ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a steam pop occurred. The procedure was completed, however, 30 minutes later the patient developed cardiac tamponade requiring pericardiocentesis. The patient was stabilized. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that the complication was possibly procedure related and not a malfunction of bwi product. Steam pop is a well known risk of the cardiac ablation procedure. Devices were discarded by the customer.